Event description:
Boston scientific crm received info that the pt with this pacing system experienced a fall. At a follow-up visit the following month, non-capture was noted on both dextrus atrial and right ventricular leads. In a revision procedure, once the pocket was opened, the suture sleeves for both leads were noted as broken. The leads were tested and found to be fully functional. They were both successfully repositioned with new suture sleeves, and to date remain in service with the pacemaker.